Manufacturer narrative:
Review of the device history records show that the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a contra angle driver did not function during a routine inspection. The driver was tested and "found to slip." There are no surgeries associated with this event.

Manufacturer narrative:
Visual inspection shows signs of normal wear. Turning the driver handle is very rough as though the gears are not meshing properly at certain point of the rotation. The driver was then tested with a blade (sp-2379) a screw (73-2714) and poplar. The blade could be successfully inserted into the driver. The screw was able to be inserted and removed from the poplar with the driver. The head of the driver was disassembled to un-mesh the gears. When a side load is put on the drive shaft, you can feel the eccentric rotation of the shaft. When excessive torque is applied through the driver, the main drive shaft is forced to deflect away from the mating gear in the driver head to the point of plastic deformation of the drive shaft and ultimately resulting in an eccentric rotation of the drive shaft. When the eccentric motion rotates to a point where the gears are forced together beyond what they were designed, an increase in friction is created and felt through the driver handle as a rough, difficult to turn, and sometimes clicking action. Functional tests confirmed that the driver was damaged and the most likely cause is excessive torque on the driver. There are no signs of manufacturing defects.